Manufacturer narrative:
The previous medwatch report was submitted by william cook europe under manufacturer report reference# 3002808486-2019-01343. Additional information provided determined that this device was manufactured by cook inc. Non-healthcare professional. (B)(4).. Investigation: the investigation was reopened due to additional information provided. The following allegations have been investigated: vena cava perforation, migration, tilt, embedment, pain (back), and limited physical activity. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue in growth. Unknown if the reported pain (back) and limited physical activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2010 via the right internal jugular vein due to treatment for liver cirrhosis. Patient is alleging migration (back pain caused by filter migration to spine). The patient further alleges pain associated with the complex ivc (inferior vena cava) removal operation and inability to lift much weight/ walk any distance due to the filter implant. A complex ivc filter removal reportedly occurred approximately 8 years and 6 months later due to the filter migrating and fusing to the spine. It is unknown at the time if the filter was successfully removed. Per a report from CT (computed tomography): "complex tilted, tip embedded ivc filter, with extra-caval penetration, bony erosion." "Retrievable (cook tulip) ivc filter in place since (B)(6) 2010. Request removal, no longer needed."